Event description:
It was reported that a flogard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and the alarm log review was performed. The alarm log review and power on self-test revealed evidence of the f-38 alarm. Visual inspection noted out of specification force sensing resistors (fsrs), which caused the f-38 alarm. The reported condition was verified. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.